Manufacturer narrative:
(B)(4). Event date: only event year known: 2022. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information provided: (B)(6) hospital, model: lxmc15, device lot number: 28094, date of surgery: (B)(6) 2021, adverse event term: dysphagia, site awareness date: 10 mar 2022, end date: blank, severity: moderate, relationship to study device: causal relationship. Intervention/treatment: none: no. Outcome: not recovered/not resolved. Date of dilation: (B)(6) 2022, dilation performed: no, yes. Indicate type of dilation?: blank pneumatic, drug therapy (prescription): no, yes. Outcome : not recovered/not resolved, recovered/resolved.

Event description:
It was reported via clinical trial patient (B)(6) experience, dysphagia.  Relationship to study device: causal relationship.

Manufacturer narrative:
(B)(4). Date sent: 5/3/2022. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device 28094 batch number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date sent: 10/17/2024. Corrected data d4: UDI# additional information received: outcome: blank => not recovered/not resolved.

Manufacturer narrative:
(B)(4). Date sent: 1/15/2025 additional information received date of dilation: blank => 10 jan 2025 dilation performed: no => yes indicate type of dilation? : blank => pneumatic drug therapy (prescription) : no => yes intervention/treatment (check 'none' or all that apply) none : yes => no.

Manufacturer narrative:
(B)(4). Date sent: 1/21/2025. Additional information received: end date : (B)(6) 2025. Outcome : not recovered/not resolved => recovered/resolved.

Manufacturer narrative:
(B)(4). Date sent: 5/14/2025. Additional information: updated log line: 2. Updated: severity: mild: moderate.